Event description:
Healthcare professional noted approximately two weeks after injection in the nasolabial folds, marionette lines, and "pre-jowl sulcus" with three syringes of juvederm ultra plus xc, the patient developed "puffy cheeks and swelling on the chin, nodular induration at nasolabial folds, redness and itching at the site of injections... A delayed allergic reaction." Patient was treated with hyaluronidase and "oral steroids", nodules resolved, but the skin at the injection sites appeared dry with slight erythema. Patient was advised to apply massage and warm compresses to the injection sites; symptoms have "significantly improved."

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2013. Device labeling: adverse events: the most common injection-site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection-site, necrosis at the injection site, abscess at the injection site, and headache.